Manufacturer narrative:
The breath delivery printed circuit board was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator and replaced the breath delivery (bd) central processing unit (cpu) and updated the software. The ventilator passed all testing per manufacturer's specification and was returned to the customer for clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator became inoperative and the safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.